Event description:
A fracture was discovered in the catheter shaft during an investigation of a returned device.

Manufacturer narrative:
The initial complaint description indicated that there was noise and no signals on some electrodes. Electrical testing of the returned device confirmed open circuits in the returned catheter caused by conductor wire breaks at the edge of the resistance weld. Visual inspection of the returned catheter revealed a fracture in the grey spiral shaft, which was determined to be a reportable event. The cause for the fracture could not be determined but may be attributed to the device being tightly coiled during the return process. Review of the device history record confirms this lot met manufacturing requirements prior to shipment. A quality improvement project has been initiated to change the type of wire used in this catheter. (B)(4).